Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that paitent underwent surgical intervention where in the leads were explanted and replaced. Therapy restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received the elective replacement indicator (eri) message on the external device. A company representative met with the patient , but could not connect with the ipg. The ipg was deemed inoperable. As a result, surgical intervention may take place to address the issue.